Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open because of jamming. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the advancer slid toward tissue stop instead of being positioned at the back of the clip; the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; 1 pear shaped clip was released due to the advancer bypass. During the next firing sequences, the remaining 7 clips were conforming according to our manufacturing specifications. The device locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: did device only jam (lock up, not fire) or were jaws of device stuck on tissue after being fired? If device jaws stuck on tissue, was user able to open jaws of device off of tissue? Was there any damage to tissue? If tissue damage, how was tissue repaired?